Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient with this neurostimulator, needed a replacement ins battery, because their device was not giving them any efficacy. Several attempts were made to reprogram the device, and no change in results for the patient. The physician removed the implant battery and reimplanted the patient with a new ins battery. The patient was doing well, however, currently the patient has a urinary tract infection, and will assess the new device when it is resolved.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient with this neurostimulator, needed a replacement ins battery, because their device was not giving them any efficacy. Several attempts were made to reprogram the device, and no change in results for the patient. The physician removed the implant battery and reimplanted the patient with a new ins battery. The patient was doing well, however, currently the patient has a urinary tract infection (uti), and will assess the new device when it is resolved. The patient doesn't have a uti anymore, and the representative will be present at the patient's next appointment to reprogram their device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Supplement being submitted to add to (b5) summary.

Event description:
It was reported that a patient with this neurostimulator, needed a replacement ins battery, because their device was not giving them any efficacy. Several attempts were made to reprogram the device, and no change in results for the patient. The physician removed the implant battery and reimplanted the patient with a new ins battery. The patient was doing well, however, currently the patient has a urinary tract infection (uti), and will assess the new device when it is resolved. The patient doesn't have a uti anymore, and the representative will be present at the patient's next appointment to reprogram their device.